Event description:
It was reported that this device exhibited an inappropriate shock during sexual intercourse. Technical services (ts) discussed evaluation by the physician of the device operation. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.